Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the lancet within his onetouch ultrasoft lancing device would not fully penetrate his skin. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient informed the customer care advocate (cca) that the alleged issue happened "two years ago" and the subject lancing device has not been working since he first got it. The patient reportedly manages his diabetes with an unknown type and dose of insulin on a fixed dose regimen. The patient claimed that when he was unable to test his blood glucose, he had less food and drink and denied testing on another device. The patient reported that after the issue started, he developed symptoms of "high blood glucose and frequent urination." It would have been helpful to understand the time difference between the start of the alleged issue and onset of his symptoms and whether he was feeling symptomatic prior to the alleged product issue. The patient stated he went to see his doctor (date/time unknown) due to the symptoms and was treated with 10 units of novolin insulin. It would have been helpful to understand if the patient discontinued testing for the duration of the alleged issue and if so, for how long. At the time of troubleshooting, the cca confirmed the correct technique was used to draw a blood sample however the issue remained unresolved. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged lancing device issue and reportedly developed symptoms suggestive of hyperglycemia after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.